Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, broken shell on anterior and posterior, black particles in the shell. A visual and micro analysis was performed which identified: sharp broken, missing shell on anterior (0-25%). A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: -a sharp broken on posterior assessed as an unidentified (tear) opening. -missing shell assessed as an inconclusive.

Event description:
Patient reported implant rupture diagnosed with ultrasound and confirmed with a contrast MRI. Healthcare professional later reported left side "complaints regarding discomfort in left mammary, mammary configuration change". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported implant rupture diagnosed with ultrasound and confirmed with a contrast MRI. Healthcare professional later reported left side "complaints regarding discomfort in left mammary, mammary configuration change". The device has been explanted.